Event description:
IV therapy was notified by a physician that "something" was picked up on a CT scan that thought could be a piece of a PICC line that had been inserted here on (B)(6) 2010 (left arm). Pt represented on (B)(6) and PICC tip was identified at subclavian level, labeled as mid-line. Second PICC was placed on (B)(6) 2010 due to decline in pt's condition in right arm. Staff nurse removed PICC (subclavian tip) from left arm. On (B)(6) 2010, after CT scan, notified that a foreign object had been identified in region of pulmonary artery. PICC tip, guide-wire. After consultation with vascular surgeon and interventional radiologist, it was determined that attempting to retrieve the object at this time was too risky due to pt's generally poor condition. Pt expired on (B)(6) 2010 and object in question was retrieved by pathology and identified as guide wire approx 6m. IV therapy inserts PICC lines through a plastic device not through a needle.